Event description:
Guidant received information that this implantable device was explanted secondary to a patient infection. Additional information was recieved that stated the lead exhibited high defibrillation thresholds and was dislodged.